Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a rash from the ucor hfams patch. There was no alleged device malfunction contributing to the rash. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the rash. Reporting out of an abundance of caution. Outcome of the rash is unknown.